Event description:
Surgeon reports pt has reported some vision problems in his right eye. This lens was implanted right eye on 20 aug 1997. Pre-operative visual acuity was 20/50 and current visual acuity is 20/20. Pt reports that vision right eye becomes blurred when he is tired and the eye is gritty and scratchy feeling. Lubricating eye drops have been tried with little improvements. The pt is also diagnosed with keratoconjunctivits sicca, secondary to senile ectropion and posterior vitreous detachment in both eyes. On slit lamp exam the lens was noted to be well centered with clear posterior capsules. Minimal glistenings were observed. The pt has agreed to try different types of lubricating eye drops to see if the condition will improve. The surgeon is questioning the observation of glistenings in the lens and the reported blurred vision. The other eye is also implanted with same model iol but no vision problem is reported.